Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Block a: not available from facility. Blocks b6 & b7: not available from facility. Block c: not applicable for this system. Blocks d4, d6 & d7: not applicable for this system. Blocks h3 & h6: a field service engineer visited the site on (B)(6) 2026. The fiber optical and fm-pim cables were replaced and tested. The system was fully functional and returned for clinical use. Blocks h7, h9 & h10: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that an intrasight system was used in a procedure. During use, the ifr module was found to have no power. The cables and modules were replaced with those from the cath lab and ep room, but was unsuccessful. The procedure was canceled and rescheduled for a later date. No patient injury reported. This product problem is being reported because the system could not be used; resulting in a potential for harm due to the delay of the procedure.